Event description:
It was reported that the customer had high blood glucose values over 300 mg/dl. Customer noted that the pump stopped working circa two weeks ago (no power), even when the battery icon showed 2 lines. Customer used the recommended energizer aaa alkaline batteries. Customer reported that the numbers were ramping and changing with the customer's control. Sometimes there is no response from all buttons. Insulin pump will need to be replaced returned. No additional information provided.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to flattened button dome switch. Unable to perform displacement, basic occlusion, occlusion, prime, no delivery test due to unresponsive button. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No scrolling numbers display anomaly noted.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.